Manufacturer narrative:
(B)(4). Conclusion: should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent a sling procedure on (B)(6) 2010. During the end of the procedure, the surgeon cut the sheath too close to the skin incision. The sheath "sprang" back into the pt's abdomen. The surgeon searched for the sheath with no results. The surgeon then removed the mesh entirely but no sheath was located.